Event description:
The customer's mother reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 320 mg/dl. Customer stated that she was lying in bed when the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer's mother was worried because her daughter has not used manual injections for the past 9 years.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube and tube lip and minor scratches on the display window.